Event description:
Lead removal case to upgrade the cied system to a bi-v system due to an ef of 25%. The vessel contained an intravenous port and was occluded from the right side. On the patient¿s left side was a drain for an ongoing pleural effusion. The procedure began by prepping the rv lead with an lld ez and a 14fr glidelight was used. The lead tip came free prior to the glidelight passing to the occlusion and was successfully removed. A drop in blood pressure was noticed at this time but was successfully treated with medication by the anesthesiologist. The physician then made several attempts to pass a guidewire through the occlusion but was unsuccessful. The decision was made to sacrifice the ra lead in order to gain access and the lead was prepped with an lld ez. A 16fr glidelight was used to cross the lesion and the lead was freed from the cardiac wall. The glidelight remained in the ra to maintain access and three wires were inserted through the catheter. At that time, a pericardial effusion was noted on the tee and the blood pressure dropped. A pericardiocentisis was performed while notifying the CT surgeon. The CT surgeon placed the patient on bypass and performed a medial sternotomy where it was noticed that there was damage to the svc from the innominate to the atrial junction. A vascular surgeon was called and repaired the vessel. The patient survived intervention and was discharged from the or.